Event description:
This report is being filed after the review of the following journal article: h bandaru., ah shanthappa,. (2023),plating for intra-articular fractures of the distal femur: functional and radiological outcomes, cureus 15 (1):e33207, pages 1-6 (india). This study was conducted for evaluating the functional outcomes of distal femoral fractures treated with lcp fixation. From january 2019 to january 2022, a total of 30 participants, (24 males and 6 females) the mean age was 48 years with a minimum age of 18 years and maximum age of 68 years were treated with lcp fixation. The first follow up was at the first month, and subsequent follow-ups were done at three and six months. The following complications were reported: ¿ during the procedure: o excessive bleeding (3) o difficulty in reduction (2) o superficial infection (1) o knee stiffness (1) ¿ post op complications: o non-union (1) o severe restriction of rom (2) this report is for an unknown synthes lcp. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for pc-(B)(4) and captures the postoperative incidents.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, a2, a3, a4: there are multiple patients. All known information is provided in the literature article. D1, d2, d3, d4, g4 - 510k: this report is for an unknown lcp construct/unknown lot. Part and lot number are unknown; UDI number is unknown. D6: there are multiple unknown dates of implantation between january 2019 and january 2022. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.